Event description:
A malfunction in a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to contact again if the problem recurred. The customer acknowledged and understood the guidance, and no further occurrences of the malfunction were reported.